Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient received a vibratory alert. The merlin.net transmission revealed myopotential oversensing due to post-paced and post-sensed t-wave oversensing. Reprogramming changes were made. The device remains implanted.